Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received after loading the cartridge onto the pump. Reportedly, the cartridge had been filled with 300 units of cold insulin. Blood glucose level was 179 mg/dl. Tandem technical support advised the customer against using cold insulin. Reportedly, the customer continued to use the current cartridge for insulin therapy.